Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® bi-directional navigation catheter and after one hour burning they got high temperature but when cut off value was exceeded the system stopped , the tip of the catheter was checked and char was noted, because of this flow was revised and was not irrigating adequately. There was no patient consequence. Settings during the event include: temperature cut-off at 50 degrees. This event is being reported because char could potentially contribute to an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool smarttouch bi-directional navigation catheter and after one hour burning they got high temperature but when cut off value was exceeded the system stopped , the tip of the catheter was checked and char was noted, because of this flow was revised and was not irrigating adequately. There was no patient consequence. Settings during the event include: temperature cut-off at 50 degrees. This event is being reported because char could potentially contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions no char was present at the tip. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). As lot #16097011m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products used: product name: stockert 70 rf generator, us catalog#: unknown, serial #: unknown; product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown. (B)(4).